Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a cardiac arrest. It was reported that the device did not deliver tachycardia therapy and the patient required external defibrillation. Review of stored device memory noted several non-sustained ventricular tachycardia (nsvt) events and 2 ventricular tachycardia (vt) events. The therapy zones were noted to be programmed at a rate of 180 beats per minute (bpm) with a 60 second duration, 200 bpm with a 12 second duration and 250 bpm. Boston scientific technical services (ts) discussed the potential that the zone cutoffs and long durations were delaying therapy delivery. Further review of the stored episodes noted that the v-v intervals were all over the place and the device never met therapy criteria for any zone. A few undersensed beats were observed, however, were not enough to delay therapy. Ts discussed programming options to shorten durations. No additional adverse patient effects were reported. This product remains in service.